Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/24/2015 with the following findings: during investigation, the keypad cover was observed to be intact. The keypad buttons responded appropriately. The keypad cover was removed and the ok button was found to be inverted. The keypad buttons responded appropriately. Evaluation also revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed that the ok keypad button was inverted. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/24/2015.